Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure. The procedure was delayed for less than 20 minutes and was completed after restarting the system. It was reported to philips that the system's wired footswitch was unable to trigger x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer informed the philips remote service engineer (rse) of an issue with the wired footswitch, where the system was not screening when the pedal was pressed. The rse confirmed with the customer that x-ray was enabled. Log review showed entries created after the customer rebooted following the problem. The rse concluded the failure was caused by a known bug in release 1.2.5 where the system can fail to screen after tapping the wired footswitch. The issue did not reoccur after the system was rebooted, which aligned with the recommended workaround for this known bug. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) with a minimum delay is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.